Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to unknown reason. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: date of event, describe event or problem, explant date. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-01257; 0001825034-2017-01257-1; 0001825034-2017-01257-2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for unknown reasons. Follow up was performed and no further information has been made available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided.